Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported a patient presented unconscious at the ER at 12:06, this inform system gave a blood glucose result of 128 mg/dl. The patient was not treated for hypoglycemia. A lab specimen was drawn at 12:23, resulted at 12:50 as 24 mg/dl. Result from a second inform system at 12:59 was 26 mg/dl. No information was provided regarding if the patient was treated, or how the patient was treated from 12:06 to 12:50. The patient was admitted to the ICU. A request was made for the return of the meter and strips, replacement sent.